Event description:
This pt has been monitored by the implant center since june 2000. When pt was seen at the center for device eval in july 2000 it was determined that pt's device was no longer functioning. Revision surgery took place in august 2000.